Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed does not correspond to the item received. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 1 year and 4 months after dental implant was installed in intraoral region 27#, its non-osseointegration was observed. In addition, 50 ncm of primary stability was achieved, fenestration occurred during surgery, bone graft was executed, immediate load and immediate implant procedures were performed and the patient presented bone type iii.